Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 1 (pre-warm bypass flow error) with a flow of 2600. Per additional information received from ttm on 31mar2026, biomed troubleshooting calibration error 1 (pre-warm bypass flow error) expected was blank, but actual was 26.91.